Event description:
It was reported that a stent damage was occurred. The 95% stenosed target lesion was located in the severely calcified and moderately tortuous right coronary artery (rca). Rotational atherectomy was performed using a rotablator system. The lesion was then predilated with a non bsc balloon. A 3.50x24mm promus element plus stent delivery system (sds) was advanced, but could not cross the lesion. After several attempts to cross the lesion, the device was removed from the patient and the edge of the stent was found to be lifted. The procedure was completed with a 3.5x20mm promus element stent. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the entire device identified no kinks or damage. The stent was examined microscopically however, no damage was identified with any of the stent struts. The stent was securely crimped onto the balloon. The balloon did not appear to have been subjected to any positive pressure. No issues existed with the tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a stent damage was occurred. The 95% stenosed target lesion was located in the severely calcified and moderately tortuous right coronary artery (rca). Rotational atherectomy was performed using a rotablator system. The lesion was then predilated with a non bsc balloon. A 3.50x24mm promus element¿ plus stent delivery system (sds) was advanced, but could not cross the lesion. After several attempts to cross the lesion, the device was removed from the patient and the edge of the stent was found to be lifted. The procedure was completed with a 3.5x20mm promus element stent. No patient complications were reported and the patient¿s status is good.